Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a pelvic floor repair procedure on (B)(6) 2006 and mesh was implanted, due to a large cystocele and small rectocele, causing urinary leakage and sui. It was reported that the patient experienced voiding difficulties requiring self-catheterisation, dysuria, recurrent utis, vaginal discomfort and pelvic pain, diarrhoea, constipation and faecal leakage. It was reported that she underwent bladder instillations, botox injections and examination under anaesthetic. No additional information was provided.